Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy was temporarily withdrawn. At the time of this report, the patient was still in the hospital. The patient outcome was not reported. No additional information is available.